Event description:
It was reported that the iab was inserted in the patient's femoral artery in 2002. 7 days later, the balloon deflation waveform disappeared and only arterial pressure waveform was displayed. The iab was removed without any patient complications.

Event description:
It was reported that the iab was inserted in the pt's femoral artery on 12/2002. On 12/2002, the balloon deflation waveform disappeared and only arterial pressure waveform was displayed. The iab was removed without any pt complications.